Event description:
It was reported from (B)(6) that during a craniotomy of the frontal and temporal surgical procedure, it was discovered that the craniotome device broke at the ¿dura mater guard part¿. The reporter indicated that when the magnetic resonance imaging (MRI) photo was checked on (B)(6) 2014, a huge ¿artifact" was observed, which was thought to be a residue of metal. The patient was re-operated on to extract the artifact and it was determined that the artifact was the tip of the craniotome device which had broken off. It was unknown to the reporter if there were any delays in the surgical procedure. There was medical or surgical intervention required as a result of this event. The reporter indicated that the patient was still hospitalized and doctor was following up on the patient¿s condition. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
There was no contact phone number or complete address provided. The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative:device information has been updated. It was reported that the patient was released from the hospital. The serial number of the device was provided, (B)(4). Therefore, the device manufacture date was available, (B)(6) 2011. Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.